Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stiffness and range of motion issues involving a triathlon cr fem comp #7 l-cem was reported. The event was confirmed. The reported event involves the revision of a total knee for dissatisfaction. The patient complained of pain and stiffness. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as the revision operative notes and x-rays are needed to determine the root cause.

Event description:
Revision of total knee for dissatisfaction. Ps femur w/ distal augments replaced cr femur.

Event description:
Revision of total knee for dissatisfaction. Ps femur w/ distal augments replaced cr femur.